Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the high-pot. Test and +p insulation resistance test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, there was a damaged pulse wire in the cable connecting ECG electrodes a and b. The cause of the hi-pot test and +p insulation resistance test failures is the damaged pulse wire. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.